Event description:
Customer reported the numbers began to scroll without input during a bolus. She stated that the act button was unresponsive. The blood glucose reading was 198 mg/dl. She stated that the insulin pump was not exposed to moisture or dropped. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump has intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No unexpected numbers scrolling during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window